Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The touch screen assembly was tested and no failures were identified.

Manufacturer narrative:
Patient information was requested and the customer declined to provide the information.

Event description:
The customer reported after the front bezel was replaced by the fse, the touch screen is way off and could not get the device into the touch screen calibration. The customer reported there was patient involvement and no patient harm.